Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Additionally, upon review of the patient's treatment records, the patient experienced an increased intraperitoneal volume (iipv) event coincident with fluid leak event. The patient¿s treatment records identified that the patient drained 2756 ml during drain 4 of the treatment. This drain volume is 183% the patient's prescribed fill volume of 1505 ml. As a result of the iipv event and fluid leak, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pdrn stated that the patient did not complete treatment in the absence of the cycler. The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event and not completing treatment. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The lot number of the cassette was unknown. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler which showed the front panel overlay was offset. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed on the cycler with no issues noted. The cycler weighted fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette during the treatment. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The pump a mushroom head was installed at a tilted angle on the mushroom head shaft. An internal inspection showed that the front panel overlay was incorrectly positioned outside of the overlay installation guides on the inside of the front panel bezel. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.